Event description:
The nurse caring for the patient noticed a small drop of blood on the flowprobe. A short time later there was approximately 5cc of blood coming from a suspicious joint in the flowprobe and the perfusionist was alerted. The pump began to alarm "low flow". The site was clamped and the blood circulated through the bridge. The doctor was at the bedside, dopamine was started, and epinephrine was increased. Heart rate and bp remained satisfactory. Air accumulated next to the clamp and, with adjustment, was sent into the oxygenator. During this time a new flowprobe was inserted and the old one removed. This resulted in the patient being off the machine for 26 minutes. The patient did maintain good pressures and the epi was able to be weaned down.